Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) verified the customer issue, and the customer identified that auxiliary half-height enhanced drawer 7 was faulty and unplugged the pyxis bus connection from the drawer. The auxiliary half height drawer 7.2 controller board was found to have a faulty diode and was replaced. A customer login was performed, and medication inventory was completed in auxiliary half height drawer 7.2 with successful test results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.